Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report a 16-2210-0 - island dressing 50/box. The patient reports he might be allergic to the island dressing glue and would like to try the tegaderm transparent dressing instead. He reports the island dressing leaves him feeling itchiness on his skin the next day once removed. There was patient reaction reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).